Event description:
It was reported the physician wanted to use the drill for a patient with hard bone. The osteotomy was a scarf for the treatment of a hallux valgus. The k-wire was in place, the physician tried to drill and when he arrived on the largest part of the drill (designed to prepare the allocation of the head of the bold screw), the drill suddenly broke. He tried two more drills and they broke also. The fourth one did ok. The surgeon agrees that the bone of this young patient was very hard but claims that it is not normal to get so fragile drills. This surgeon has been using our drills for more than 15 years; he is one of the very first users and a foot surgeon. Time of surgery has been increased because at each time, the surgeon had to find the broken piece of drill into the bone. It is reported the device was in contact with the patient. Surgery time was increased by 20 minutes. No patient injury is alleged.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.